Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The customer found that when the touchscreen was removed a large amount of buildup (old cleaning solution, dust) was found along the bottom edge. The customer cleaned off the buildup and the touchscreen is operating as expected.

Event description:
It was reported that the ventilators touchscreen is bad. There was no patient involvement. The event date was not specified; estimate used.